Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records and xray film was received as additional information.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. What appears to be a movement of the distal end of the stem from canal center laterally is noted on provided x-ray images. Product error is not however identified. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. H10 additional narrative:

Event description:
Postoperative clinic visit dated (B)(6) 2020. Patient is walking well and healing nicely. No postoperative complications noted. Preoperative clinic note and x-rays dated (B)(6) 2020. Patient reports pain of the left hip. X-rays identify a loosened and migrated stem. Patient is referred for revision surgery.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the corail stem loosened and subsided. Liner replaced with altrx. Femoral revision components were competitor products. Doi: unknown, dor: (B)(6) 2020, affected side: left hip.